Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was strong resistance in the microcatheter. After collecting the thrombus, the delivery wire was checked and it was about to be ruptured. The resistance occurred intraoperatively and during delivery. The delivery catheter was broken/disconnected on the distal side. There were fragments remaining in the patient's body, the stent was removed from the patient's body.

Manufacturer narrative:
B5. Updated with additional information received. Associated with rr #: 2029214-2022-00753. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported angiography results showed tici 3. No other information was known or available. The catheter used was a phenom microcatheter (model: fg13160-0615-1s, lot: 222528607).

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ,as found condition: the solitaire x was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened solitaire x outer carton. The phenom 21 micro catheter used in the event was not returned. Therefore, analysis could not be performed and conformance to specification could not be assessed. The phenom 21 micro catheter has a labeled ID (inner diameter) 0.21¿ per the solitaire x instructions for use (IFU): recommended micro catheter ID (inch) of 0.021 (minimum) and 0.027 (maximum). Therefore, the phenom 21 micro catheter was found compatible for use with the solitaire x device. Visual inspection/damage location details: the solitaire x was returned without the introducer sheath. The pushwire appeared to be broken at ~154.8cm from proximal end and retained by shrink tubing extending out. The shrink tubing was found to be damaged. The marker coil was appeared to be bent. Visual inspection showed no irregularities outside of the stent attachment zone. The stent was found still attached to the pushwire. The working and non-working (tear drop) lengths were in good condition. No other anomalies were observed. Testing/analysis: due to its damaged condition the solitaire x stent device could not be used for testing with an in-house micro catheter. The pushwire¿s proximal broken end was cut and sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance¿ and ¿pushwire break/separation¿ were confirmed as the solitaire x was found to be damaged and the pusher was broken. However, the root case could not be determined. From the damages seen with the solitaire x stent device it appears excessive force was used. Per the sem report, the wire failed via ductile overload. H6. Coding updated based on analysis results. Associated with rr #: 2029214-2022-00753 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.